Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance and a loss of capture were observed on the right ventricular lead. No patient symptoms were reported. It was noted that the impedance had dropped in (B)(6) 2015. The lead was capped and replaced on (B)(6) 2015. Insulation damage was noted at that time. The patient was reported to be in good condition following the procedure.